Event description:
Patient reported experiencing elevated blood glucose (>500 mg/dl). Patient indicated that when tested at the hospital, she was positive for ketones. Patient indicated that she was treated with an insulin drip and potassium.